Event description:
It was reported that a patient presented in-clinic for a routine generator change. During the procedure, the patient's right atrial (ra) lead was found to have high pacing impedance and was found to be abraded. The ra lead was successfully repaired and the procedure was completed. No patient consequences were reported.